Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and coagulum was discovered at the tip of the catheter. The returned device was visually inspected and during the first visual inspection a clot was found on the catheter tip, however, during the second visual inspection the lab clarified that the material observed was char. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then a cool flow pump test was performed and the catheter passed specifications, the catheter was irrigating correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified, however, the catheter functionality was found within specifications, no issues were observed. Additionally, char is a physical phenomenon of rf; it can be the normal result of the ablation process. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/30/2018. The analysis has begun but is not completed at this time. During visual inspection, a clot was found on the distal tip of the catheter. This finding coincides with the reported event. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and coagulum was discovered at the tip of the catheter. There was an impedance rise during ablation, therefore the catheter was withdrawn from the patient and a clot was seen on the end of the catheter. The clot was removed and then it was noticed that the catheter would not fully flush. The catheter was replaced and the issue resolved. The procedure was continued and completed with no patient consequence. There were no errors presented during the procedure. The impedance rise was not signification enough to be considered high impedance and never reached the high impedance cutoff value. There were no issues related to temperature of the catheter. The smartablate generator was in temperature control mode with a cutoff of 40°c. Heparinized saline was used as an anticoagulant during the procedure. The patient has not exhibited any neurological symptoms since the procedure was completed.